Manufacturer narrative:
H10: the removed blower was returned to the product investigation lab (pil). The pil technician was able to duplicate error code 1002, "blower temperature too high". The pil technician confirmed that the customer complaint was due to a faulty thermistor on the blower. The pil technician verified that the thermistor voltage at ambient temperature was measured at 0.0vdc verifying a faulty thermistor. The blower was confirmed to be faulty.

Event description:
Philips received a complaint by the customer on the v60, indicating that unit had error message "blower temp too high" displayed on the unit. Overheated blower alarm messages followed by a shut down. The system was in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was confirmed that screen went blank, vent went inop and gave error message blower temp too high. It was observed within the event log, found error code 1002: blower temp too high. The customer requested for onsite. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. To resolve the issue, the asp replaced blower. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.